Event description:
It was reported that 2790 bd¿ slip-tip bulk non-sterile syringes were missing the expiration dates on their outer case labels. The following information was provided by the initial reporter: "received several shipments of bd product 301036, lot 0079591, which are missing the product expiration date on the outer case label." The attached letter from bd confirms the defect occurred during the label printing process at bd. At this time, they have (B)(4) under quarantine for this defect. A supplier corrective action request is being issued to bd for root cause investigation and corrective actions.

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 79591. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two photos were received by our quality team for investigation. Each photo shows a case label. The case label has "- - " where the expiration date goes. The quality team is analyzing the label printer malfunction and the master data accuracy. The expiration date is also available to the customer via the certificate that is in the system. As a result of this incident, on (B)(6) 2020 the global hold# (B)(4) was issued to stop deliveries to customers from this batch#. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. CAPA 2190074 has been initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2790 bd¿ slip-tip bulk non-sterile syringes were missing the expiration dates on their outer case labels. The following information was provided by the initial reporter: "received several shipments of bd product 301036, lot 0079591, which are missing the product expiration date on the outer case label." The attached letter from bd confirms the defect occurred during the label printing process at bd. At this time, they have 2,790ea under quarantine for this defect. A supplier corrective action request is being issued to bd for root cause investigation and corrective actions.